Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was not turning on. Npi.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 not turning on. Technical support informed customer this is due to the keypad recall. Customer has keypads on order and will replace when received. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support informed customer this is due to the keypad recall. Customer has keypads on order and will replace when received. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Case #: (B)(4). Case subject: npi 8015 not turning on. Account name: (B)(6). Asset location: contact: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8015 not turning on with a red led lit. Failure device type: failure problem type: failure mode: case resolution: keypad: - informed customer this is due to the keypad recall. - customer has keypads on order and will replace when received. Ended call.